Event description:
It was reported that while interrogating the device, a missed ventricular pace was noted. The ventricular pace was missed following an atrial sense. The device remains in use. It was noted the physician expressed concern regarding the observation of an occasional missing ventricular beat during an electrocardiogram recording. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).